Event description:
While attempting to defibrillate a pt in ventricullar fibrillation, the device's display became distorted as the device was charging. The medics were able to deliver one shock at 120 joules. However, after the first defibrillation the device would reset when user attempted to charge the unit. Complainant indicated that the pt subsequently expired.